Event description:
During robotic lap/sigmoid colectomy for sigmoid cancer, after curved intraluminal circular stapler size 29mm was fired, stapler would not come out of the bowel after stapler was released. Surgeon manually removed stapler from above while assist took out stapler from below. All pieces of stapler were identified. Surgeon revised anastamosis with another curved intraluminal stapler size 29 mm, that stapler released properly and anastamosis was complete.